Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient stated that they receive "electrical shocks under the pacemaker" when they "move the arm a certain way." The patient further reported that they are "building a lot of fluid", short of breath, and now on oxygen. The device is still in use. No further patient complications have been reported as a result of this event.